Event description:
Site indicated: "(B) (6)2008: s/p arthrotomy and bx r knee."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.